Event description:
Healthcare professional reported left side rupture..device is explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec). Observed, a broken assessed, as an unidentified (tear) opening (shell thickness within spec). And missing shell assessed, as inconclusive. Additional observations: crease flat observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Device is explanted.

Event description:
Healthcare professional reported left side rupture..device is explanted.

Manufacturer narrative:
Additional: f2203. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.